Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare clinical product specialist that the bc2745 infant nasal cannula "does not remain in the nares well and tend to bend in, often leading to complete occlusion on the pt's skin below the nose." It was reported that the respiratory therapist was alerted of the reported issue by an alarm and that there was "no negative pt impact."

Manufacturer narrative:
(B)(4). Fisher & paykel has recently received the complaint device and is currently investigating this product complaint. We will provide a follow-up report upon completion of our investigation.